Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that before use, the stent of a 2.0 x 23 mm mini vision stent delivery system was found dislodged inside the protective sheath. Another 2.0 x 23 mm mini vision stent was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that before use, the stent of a 2.0 x 23 mm mini vision stent delivery system was found dislodged inside the protective sheath. Another 2.0 x 23 mm mini vision stent was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.